Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Medical affairs reviewed the reported information and a clinical review was performed stating: this was a case to treat an 89 year old female patient who presented for an unreported procedure for an unreported condition on (B)(6) 2020. It was reported that the patient had a perforation of the first obtuse marginal artery (om1) from an unreported etiology. A 2.8x16 graftmaster stent (gm) was successfully deployed in the om1 at 20 atm sealing the perforation. However, the patient expired the same day on (B)(6) 2020 in the ICU. The reported information was very limited, this lack of information makes it hard to determine if the cause of death was due to the gm or the patient¿s condition. However, since it was reported that the gm stent did seal the perforation, it is a fair assessment that the gm stent was not the cause of death, the patient expired due to her condition. It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU), specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The IFU also states death is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal first obtuse marginal (1st om) artery. A 2.8x16mm graftmaster covered stent was deployed at 20 atmospheres and sealed the perforation. Patient died in the intensive care unit (ICU). No additional information was provided.